Event description:
Spontaneous report, from the us. Local reference # (B)(4). Quality complaint file was opened; reference # (B)(4). Linked with local reference # (B)(4) (same reporter, same suspect device, different identifiable patient). Initial information received on (B)(6) 2018; follow-up #1 information was received on (B)(6) 2018; follow-up #2 information was received on (B)(6) 2018. Initial, follow-up #1, and follow-up #2 information received are integrated in below case narrative. The suspect device henry schein premium 30ga short needles (batch #1: f04497aa, expiration date: 2020-10; batch #2: f07144aa, expiration date: 2023-02) was used for injection during a dental filling procedure on two adult patients (gender and age unspecified), on either (B)(6) 2018 or (B)(6) 2018. The syringe type used was screw-on type. No issues were reported while screwing the suspect needle onto the syringe. On (B)(6) 2018 or (B)(6) 2018, during the injection, the hub and the needle "cannual" disconnected, with the needle hub stay connected to the syringe while the whole needle "cannual" stayed behind in the patient. No needle was reported broken. The dentist was able to retrieve the needle from the patient's mouth. Needle samples were expected to be returned for investigation. Causality assessment on 09-oct-2018 on initial information and additional information received on (B)(6) 2018 and follow-up information received on (B)(6) 2018 and (B)(6) 2018: seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). Expectedness: foreign body in gastrointestinal tract: unlisted EU, unexpected us/ca; needle issue: unlisted EU, unexpected us/ca. Causality: latency: suggestive. Recognized association: no. Analysis: in this case, the cannula of the needle has detached from the hub during a buccal injection for two patients with the same practitioner. Quality investigation is ongoing. At the time of this report, information was not sufficient to allow a causality assessment. Pending the results of quality control, the case report was considered as not assessable. Dechallenge: na. Rechallenge: na. Concluded causality who: not assessable.

Event description:
Quality investigation results was received on 11-feb-2019. Needle samples were returned for investigation on 15-oct-2018. It is noted that in addition to samples from the two suspect needle batches, 10 other needle batches were also returned to the manufacturer for investigation: f06553aa, f04097aa, f06893aa, f04583aa, f04419aa, f03919aa, f05511aa, f04265aa, f06126aa, f05818aa , 9h130308 (confirmed by manufacturer that this needle batch is not a device made by the manufacturer, hence investigation could not be performed on this batch). Hence, the manufacturer performed quality investigation on all 12 returned needle batches. The present investigation has evidenced a defect of holding of cannula on hub on some needles from batch f07144aa. This issue was due to insufficient quantity of glue. Nevertheless, neither deviation nor maintenance intervention relative to this issue were recorded on the production records or in the databases. In the absence of recurrence recorded for this type of issue on this batch, it is likely that the problem is related to a temporary failure of glue setting, which did not require intervention to resume normal functioning and that given production speed, could not be identified during routine controls. Causality assessment re-evaluated on 11-mar-2019 on additional information received on 11-feb-2019: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). B. Expectedness: foreign body in gastrointestinal tract: unlisted EU, unexpected us/ca; needle issue: unlisted EU, unexpected us/ca. C. Causality. A) latency: suggestive. B) recognized association: no. C) analysis: in this case, the cannula of the needle has detached from the hub during a long buccal injection for two patients with the same practitioner. The reporter experienced the same event with three different patients, without knowing if it was with the same batch of needles. Among the several received and tested batches, the investigation evidenced a defect of holding of cannula on hub on the batch f07144aa as the glue that ensure the liaison between the canula and the hub may be insufficient. As a precautionary measure, the causal relationship between the device and the events was assessed as probable, considering that the defective batch may have been used in these patients. D) dechallenge: na. E) rechallenge: na. Concluded causality who: probable . Quality investigation results received on 11-feb-2019: assessment changed from not assessable to probable

Manufacturer narrative:
13 batches have been received for this complaint (including 1 from another needle manufacturer) whereas only 2 batches were specified in the initial complaint. The product IFU mentions not to remove the needles from their initial package before use, as mixing different batch numbers leads to a lack of visibility that may cause the use of expired needles. The batch records were reviewed for the 2 batches mentioned in the complaint, f04497aa & f07144aa. No fault relative to this type of issue was recorded on production and inspection records. For the 12 batches returned, the absence of non-conformance was checked in the different databases. No fault relative to this type of issue and no maintenance intervention were recorded. No other similar complaint was received on each of the 12 batches involved. 11 needles from the 129 returned from batch f07144aa mentioned by the complaint evidence an absence of visible glue point. The other needles examined from the batches produced by sofic (all needles returned from the remaining 11 batches and reserve samples of batches f04497aa and f07144aa) evidence the presence of the glue point. Pull tests to check the resistance of the cannula at the glue point were carried out by sofic in the frame of this complaint on each of the 12 batches involved, i.e. On 25 needles per batch taken from the returned samples, and when needed, from our reserve samples. 22 newtons is the minimum value defined by the iso 7885 standard "dentistry - sterile injection needles for single use" for the hold of the cannula at the glue point. For 11 batches, the tested needles comply with the requirements of iso 7885 (hold 22n). 1 needle from batch f07144aa does not comply with the requirements of iso 7885. The batches of glue used to manufacture these needles were delivered to us with a certificate stating the compliance with the technical specifications. If the issue of resistance at the glue point was related to the quality of glue, the occurrence of the defect would be higher. In the absence of recurrence recorded for this type of issue on this batch, it is likely that the problem is related to a temporary failure of glue setting, which did not require intervention to resume normal functioning and that given production speed, could not be identified during routine controls. Conclusion. The present investigation has evidenced a defect of holding of cannula on hub on some needles from batch f07144aa. This issue is due to insufficient quantity of glue. Nevertheless, neither deviation nor maintenance intervention relative to this issue were recorded on the production records or in the databases. In the absence of recurrence recorded for this type of issue on this batch, it is likely that the problem is related to a temporary failure of glue setting, which did not require intervention to resume normal functioning and that given production speed, could not be identified during routine controls. Risk assessment concerning needle batch # f07144aa is ongoing at the time of this follow-up report. A follow-up MDR will be submitted to authorities once the risk assessment for needle batch # f07144aa is completed by the company.